Event description:
It was reported when the physician opened the device pouch of the 2.5 x 23mm xience xpedition the hub and shaft were separated into two pieces. The device was not used. A second device was used to treat the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft was not separated as reported. However, there were multiple kinks and a bend in the shaft. The returned device was confirmed by the site to be the correct device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for shaft separations/shaft damage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.